Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 17-aug-2020. This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The urf with stone resection operation/procedure took approximately between 45-60 minutes longer however, there was no patient injury reported. Patient current condition per the reporter is alright. The device was inspected prior to use.

Manufacturer narrative:
The subject device was not returned for evaluation. The user discarded the device. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a stone resection procedure, after about approximately 8 minutes of laser time, the stripped tip of the disposable fiber broke off inside the patient. The procedure was delayed by 45 minutes for recovering the piece .the broken tip was able to be found, and recovered. The intended procedure was completed using a second fiber. There was no patient harm, or injury was reported. No user injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide trend analysis and investigation conclusion. The root cause of the reported issue was not identified. The product has not been returned and no pictures were provided. Therefore, a physical inspection of the device cannot be performed. The OEM (original equipment manufacturer) lot number is obtained through the use of a rfid scanner that must be used on the physical device. Due to the device not returning, the OEM serial/lot number could not be determined. As a result, the OEM was unable to perform a device history record review. Olympus will continue to monitor complaints for this device.